Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reset the machine connections, safety disk, and crm module. The unit passed all functional tests. The unit observed 1.5 hours and is working properly. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated data : b4,e2,e3,g2,g3,g6,g7,h2,h10,h11. Corrected data: b5,b6,b7,d5,d10,h6(impact).

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.